Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated that the catheter performed as intended. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of the device.

Event description:
During a left ventricular ablation, a pericardial effusion occurred. After trans-aortic approach, the inferior apical area of the left ventricle was mapped. While mapping, contact force measurements greater than 100 grams were measured on the mid-lateral wall and apex when the catheter was manipulated. Following initial rf ablation, the patient became hypotensive. An echocardiogram revealed an effusion. Anticoagulation was reversed and a pericardial drain was performed to stabilize the patient. There were no performance issues with any abbott device.